Manufacturer narrative:
Catalog number: unknown, not provided. Lot number: unknown, not provided. Expiration date: unknown due to unknown catalog and lot number combination. UDI: unknown due to unknown catalog and lot number combination. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: risk manager. Device manufacture date: unknown due to unknown catalog and lot number combination. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code and lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
Terumo medical received a user facility report number (B)(4). The event description states: during an intravascular ultrasound of the right coronary artery the closure device failed while trying to deploy.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).